Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the investigation analysis, the reported events on (B)(6) 2023, could not be confirmed as patient did not enter any measured bg values into the system. Analysis of the customer's data on dms showed good agreement between the sensor readings and calibration entries prior to and after the incident. The sensor lasted until end of life without any issues. The overall sensor performance metrics were within expectations. As a result, the customer complaint could not be confirmed.

Event description:
Senseonics was made aware of a customer experiencing false hypoglycemia events on (B)(6) 2023. The customer reported that he received low glucose alerts even though the measured blood glucose (bg) was not low. The reported glucose values are as (B)(6) 2023 at 7:15 am ; blood glucose (bg) - not recorded, sensor glucose (sg) reading - 54 mg/dl. (B)(6) 2023 between 4:50 am to 6:00 am ; bg -not recorded, sg - between 62 mg/dl and 65 mg/dl. (B)(6) 2023 between 1:15 pm and 3 pm ; bg- not record, sg - 62 mg/dl (1:15 pm), 52 mg/dl (2:40 pm) and 58 mg/dl (3 pm). The customer did not require any treatment or medical attention. The customer made hcp aware of these incidents.